Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) was confirmed. Upon investigation the front response button was non-functional. The cause for the failure was a damaged response button switch. Additionally, the front response button cover was missing. The root cause for the damaged switch was excessive force. No adverse event resulted from the defective monitor or electrode belt.

Event description:
A us distributor returned a patient's monitor and reported that the response buttons were non-functional.